Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient said the communicator was not charging it was not holding a charge. They noticed the issue this morning. The medical part of the therapy was not working. They changed it this weekend and they went to change it back today it had a green light. They had charged it over night and the green light had gone to orange. They said they had it unplugged and all that occurred. They think it moved because it was stimulating the left labia and it was not tolerable. When they put it up to a level where they could feel it, it didn't make a difference with their bowel function. They wanted to turn it downed because it bothered them a lot. The medical issue started since november, and the issue with the communicator started today. Agent did not have the communicator with them where they could provide the serial number or troubleshoot. Patient was going to call back. Patient called back stating they turned off the therapy because it had been too strong and had moved. Patient has tried different settings and it had not helped. Patient has an appointment with doctor in (B)(6).

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back to provide responses to the follow-up letter they received. The patient stated the cause of the stimulation in their left labia was not determined. The patient stated the most likely cause was the result of the battery position and the wire may have changed due to physical activity (example: mat work out in the gym may have caused or contributed to the issue). The patient stated they had not yet followed up with the surgeon as they had an appointment scheduled with them in april. The issue had not yet been resolved. Regarding the stimulation being too strong, the patient stated they didn't feel in the labia but when it was set to where they could feel then they did feel it in that area. The patient stated the cause of the communicator not holding a charge was determined, and the patient stated they were holding the communicator before the set up screen appeared. To resolve the issue, the patient was guided through the steps of properly connecting to the handset. To resolve the issue with the ins, the patient stated they may write to the surgeon prior to discuss options or they may way wait to further discuss.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 978b128, lot# va2xba1, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.